Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
The physician advanced the shepherd guide wire through the superficial femoral artery (sfa) with in-stent restenosis near the distal sfa. The guide wire advanced behind the stent strut. The guide wire began to buckle when the physician became aware it was behind the stent strut. The guide wire was advanced proximally when the tip fractured. The tip fragment was entrapped by the stent and remains in vivo. Shepherd guide wire tip fractured and remains entrapped in vivo between the stent and vessel.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
The physician advanced the shepherd guide wire through the superficial femoral artery (sfa) with in-stent restenosis near the distal sfa. The guide wire advanced behind the stent strut. The guide wire began to buckle when the physician became aware it was behind the stent strut. The guide wire was advanced proximally when the tip fractured. The tip fragment was entrapped by the stent and remains in vivo. Shepherd guide wire tip fractured and remains entrapped in vivo between the stent and vessel.